Event description:
The reporter said that she had rec'd several er1 messages when doing blood tests. She would retest and get a blood sugar value. She reported having had no symptoms of high blood sugar at the time.